Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Caller stated that they were trying to bolus and it seemed like the numbers kept going up and up. Customer's blood glucose was around 300-400 mg/dl. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use fo the pump and revert to a back-up plan.